Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was an in-stent restenosis case performed on the left sfa via a contralateral sheath. The physician stated that the turbohawk seemed to hang up (possibly on a stent). The physician rotated the turbohawk several times and then the nosecone separated. The physician removed the rest of the turbohawk device and snared the nose cone. Access was maintained with a wire and everything was removed. An 8f sheath was then advanced and angiograms were taken. The physician stated that there was no damage to any of the stents.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the turbohawk device was received for evaluation. The distal tip assembly of the turbohawk device exhibited a tear at the proximal end of the housing window that tracked from the right-proximal corner, around the bottom of the housing, through the punch-port that secures the ramp position within the housing to the left-proximal corner. The housing at the proximal end of the housing coil exhibited severe kinking of the housing materials. There was no indication of missing material between the two pieces of the tip assembly. The rx guidewire lumen of the turbohawk tip assembly did not exhibit any longitudinal tearing or deformation.